Event description:
It was reported that at a certain point in the procedure, the fiber presented a rupture in its extremity, possibly caused by the physician himself, since he did not apply the technique correctly. When identifying the problem, the physician requested that another fiber be made available so that he could complete the prostatic vaporization. Even after opening the second fiber, the surgeon still faced difficulties in coagulating some bleeding points, which meant that there was a need to convert the laser procedure to the monopolar method. When facing difficulty performing coagulation, even with the monopolar loop method, the surgeon decided to convert the procedure to the laparotomy method, which is usually performed by endoscopy; at this moment, the team asked everyone to leave the room then the nursing took over. The device was discarded at the end of the procedure. This event is for the first fiber used (rupture in its extremity).